Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4), event 1. The device involved has not been received for evaluation, however, pump logs were received and reviewed. Log review shows on (B)(6) 2017 and 11:39am an infusion start of 60ml/hr and 50ml with data lock 1. At 11:39am infusion was stopped with a volume infused to 0.21ml. At 11:40:04am data lock was set to 0. At 11:40:31 data lock was set to 1. At 11:40:48am door was opened. At 11:41am original space line was selected and at 11:42am device alarmed 2173. Power correctly recycled at 11:43am. Alarm log records one da 2173. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: "pump alarmed 2173 while infusing tpn with datalock 1 on. Tpn temporarily stopped until pump was power cycled" this occurred 2 times on this pump. All times have been while infusing tpn and having datalock 1 engaged. Customer is not returning pump, but logs are available."